Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two unspecified connectors had disconnection issues during patient use. The reporter stated that two baxter primary sets had ¿broken off in the connector attached to the patient's IV¿. In both instances the connector and IV dressing had been replaced within the previous 24 hours, and the incident occurred when the customer was attempting to disconnect the IV tubing from the IV site to allow for ambulation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.